Event description:
It was reported that the patient's vns was explanted due to infection. The patient was (B)(6) at the time she was implanted on (B)(6) 2017. After she was implanted, the generator was visible under the skin. In (B)(6) 2018, the patient's parents found a small crevasse at the generator site. The patient was provided anti-infection treatment, but the wound continued to expand until the generator was exposed. The generator was explanted on (B)(6) 2018 to let the site heal. However, the lead became infected as well and the surgeon explanted it on (B)(6) 2018. The patient's parent believed that the size of the generator and was too big for the patient. The manufacturer's device history records of the involved lead and generator was reviewed. Sterilization of the products was verified. No further relevant information has been received to date.